Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3365 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redu3365) have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2019 during a PICC insertion, the intravascular lead was initially showing on the screen and then stopped showing.